Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: a-rubber adhesive joint has come loose. Based on the results of the investigation, it was likely the following led to the error: stress problem identified and the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the hysterovideoscope, the a-rubber adhesive joint has come loose. There were no reports of patient involvement